Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 7.6 inr. The corresponding lab result reported was 4.0 inr. The reporter declined product replacement.